Event description:
It was reported that the patient underwent spinal surgery. While in use on the patient, the tip of the dual end probe broke off. The tip was retrieved immediately. No additional patient complications were reported.

Manufacturer narrative:
(B) (4). The probe was returned for evaluation. The probe tip broke off approximately 15 mm from the end; the broken off portion of the tip is missing and not returned for analysis. Microscopic examination of the fracture revealed a fairly tortuous fracture surface with no indications of fatigue suggesting failure due to bend stress overloading. A review of the device history records did not identify any applicable nonconformance to specifications.